Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269. Batch/lot #: unknown. Leaking of chemo drug through the filter of this tubing. This resulted in wasted drug (very expensive) that needed to be remixed to ensure the patient received the correct dosage. Date of incident: (B)(6) 2020. Department: systemic therapy-chemo . Product: bd alaris pump infusion set 0.2 micron filter. Number of defective product(s): 1.

Manufacturer narrative:
H6: investigation summary no photo or sample is available to verify customer's complaint of leakage. Without sample for investigation, root cause of this failure remains unknown. No lot number is available for DHR. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced leakage. The following information was provided by the initial reporter: material #: 11532269, batch/lot #: unknown. Leaking of chemo drug through the filter of this tubing. This resulted in wasted drug (very expensive) that needed to be remixed to ensure the patient received the correct dosage. Date of incident: (B)(6) 2020. Department: systemic therapy-chemo. Product: bd alaris pump infusion set 0.2 micron filter. Number of defective product(s): 1.